Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a hospital stay, the patient was failing to make progress post-surgery. An episode with hypotension and unresponsiveness ensued and the patient was take to the intensive care unit (ICU). Blood cultures were taken and the patient was started on antibiotics due to bacteremia. A transesophageal echocardiogram (tee) revealed vegetation on the aortic valve and right ventricular (rv) defibrillation lead. The patient underwent valve replacement followed by removal of the cardiac resynchronization therapy defibrillator (crt-d) system. The patient was subsequently discharged for occupational and physical therapy. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.